Manufacturer narrative:
A visual inspection by the carefusion service tech revealed that jp4 pins 2 and 4 of the power flex circuit are burned. Further inspection revealed the pigtail adapter pins 1, 2, 3, 4, and 5 are bent. The power flex circuit and pigtail adapter were replaced to correct the reported problem.

Event description:
It was originally reported by the customer that the ventilator will not charge. A visual inspection of the ventilator by the carefusion service tech revealed that the power flex was damaged.